Manufacturer narrative:
A product evaluation is not possible because the device was discarded by the consumer. A plant evaluation is in progress.

Event description:
User facility in the united states reports that thermage cpt treatment tip exhibited a burning smell and small flame on the tip membrane with 850 pulses completed. The doctor reported that the patient was not hurt and the skin not affected. The customer replaced the treatment tip and completed the session.

Manufacturer narrative:
The device history record has been reviewed. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4), manufacturing date: 06/07/2018. Service could not confirm the stated accounts from the customer since the tip was discarded. Based on the available information, no causal factors can be determined and no conclusion can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.